Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The photographs showed that the dialysate port was cracked; therefore, the cause of the leak was due to the crack. The reported condition was verified. The cause of the crack could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m set, cracks and leakage were found at the pipe connection. There was no patient involvement. No additional information was provided.